Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was dead. The patient's wife then explained to zoll customer support that the monitor "got really hot and smelled like it was burning". The patient was issued a replacement monitor and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on, heat and smell from monitor) has been confirmed. As received, the battery connector, j1 was found to have bent pins which shorted to the 12v supply. This short caused buffer capacitor, c9, on the defibrillator board to burn and open. The cause of the inability to power on, smell and heat was caused by the burnt and open c9. The root cause of the damaged battery connector was unable to be positively identified but is likely due to excessive force when inserting the battery pack into the monitor. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on, heat and smell) was confirmed. Upon evaluation, the battery fuse was blown. The root cause of the damaged fuse is the damage to the monitor components j1 and c9. No adverse event resulted from the damaged monitor or battery pack. The patient received a replacement monitor and battery pack. Date of manufacture: monitor sn (B)(4), battery pack sn (B)(4): 10/2008.